Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the event. The cause of peritonitis was unknown. The patient was treated with injection of vancomycin (2 grams, frequency, duration and route of administration not reported) for peritonitis. It was unknown if the patient recovered from the peritonitis. The action taken with dianeal therapy was not reported. Additional information is not available at this time.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). It was reported that, on an unreported date, the patient began treatment with meropenem and tobramycin (doses, frequencies, durations and routes of administration not reported) for the peritonitis. At the time of this report, the treatment with antibiotics was ongoing. The patient was reported to be recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.